Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011, due to alleged elevated metal ion levels and tissue destruction. The acetabular cup, modular head, and taper adapter were removed and replaced. The patient was further revised on (B)(6) 2012, for an unknown reason. The modular head and acetabular liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011, due to alleged elevated metal ion levels and tissue destruction. The acetabular cup, modular head, and taper adapter were removed and replaced. The patient was further revised on (B)(6) 2012, for an unknown reason. The modular head and acetabular liner were removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011 was due to acetabular cup loosening and metallosis. The operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to infection. The operative notes confirm that the modular head and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 4 of 5 mdrs filed for the same person (reference 1825034-2012-01687 / 01691).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2012-01687 / 01691).